Manufacturer narrative:
The product has been returned and an investigation is in process. Customers and retailers have been informed.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The customer also reported experiencing symptoms of low blood sugar, there was no third party medical intervention reported. There was no report of death or serious injury.